Event description:
The customer alleged that the staff did not hear any audible alarm tones when testing and setting up the ventilator for pt use. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device, could not duplicate the reported event and replaced the alarm and power switch as a precaution. The last 10 thousand hr preventative maintenance was done at 13,875 hrs. The current hrs are 18,498. The unit passed extended self testing. The customer has requested a report from investigation as they also could not verify the reported event. It is not verified that there was no audible alarm, and no malfunction may have occurred.